Manufacturer narrative:
No parts returned for failure analysis; investigation terminated.

Event description:
Hosp with a complaint of vent inop with error code e25 displayed. No report of pt injury or adverse health event associated with this complaint.